Event description:
The patient experienced overdose symptoms of somnolence three days after a pump replacement procedure was done. The patient had been started back on dilaudid and clonidine after the pump replacement procedure. The patient was also taking oral methadone, so they were unsure what had caused the overdose symptoms. The patient had responded to narcan successfully. They had planned to remove the dilaudid and clonidine and re-fill the pump with a lower concentration of dilaudid. The patient was admitted to the hospital and was stated as being "over narcotized". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).